Event description:
It was reported that the console piston seized and would not allow the hand piece cartridge to engage. Issue found without a patient being involved thus no patient affectation reported.